Manufacturer narrative:
Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported using binaxnow covid-19 reagent solution as eye drops accidently. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Customer reported using the extraction reagent from their binax covid-19 ag card as eye drops in their eyes. Customer reported they went to an ophthalmologist and was given steroid eye drops for the inflammation and lubricating drops. Technical services advised customer to rinse eyes out while performing troubleshooting questions. Technical services provided the customer with the sds and no further action is required. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.